Event description:
It was reported to boston scientific corporation that an ultraflex esophageal ng stent was implanted during a stent placement procedure within the distal esophagus on (B)(6) 2013. The patient's anatomy was not tortuous and was not dilated prior to the procedure. The patient had advanced stage IV esophageal cancer that had metastasized. The patient was not undergoing radiation or chemotherapy treatments prior to the stent placement. During the procedure, the stent was deployed too distally in the patient esophagus. The physician grasped the stent with forceps to pull it into position causing a small perforation in the esophagus. The stent was moved into the correct location and the procedure was completed. The perforation was treated with an antibiotic. Following the procedure the patient¿s condition was reported to be fine. In the physician¿s assessment, the stent contributed to the perforation which occurred when the stent was pulled into the desired location. Further information reported that the patient passed away a couple days after the stent placement procedure. In the physician¿s assessment, neither the stent or the perforation caused or contributed to the patient¿s death. According to the physician the cause of death was advanced, stage IV esophageal cancer that had metastasized throughout the patient¿s body. He stated that the stent was placed only for palliative reasons, so the patient could eat in her final days.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported the device was not expired. (B)(4) for the reported issue of stent positioning problem. The device was not returned; therefore, a technical analysis could not be performed. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label. Perforation is listed in the dfu for this product as a potential post stent placement complication related to the use of this device. Therefore, the most probable root cause is anticipated procedural complication.